Event description:
Techn reported that during a pt treatment with a system 1000 hemodialysis device, the arterial level adjust system button was pressed and stuck in the down position. The device alarmed but was not attended to immediately which resulted in air being driven back to the pt. The pt was admitted to the hospital and was reported in stable condition. No other information was provided.